Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated they were in a motorcycle accident. The accident was not diabetes or insulin pump related. Customer stated the insulin pump's display was severely scratched. Customer's blood glucose was 270 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor and deep scratched display window, severely scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched keypad overlay. However, the insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, a21 error test and self test.